Manufacturer narrative:
(B)(4). Batch # w90w2z. Investigation summary the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressible force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece function the batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that after correct connection hp054 with har36, after successful testing and start working, after about 5 - 10 minutes the generator started to give error "please reduce the pressure on the blade" every 30 seconds. Then an error that says "if error persists, contact the manufacturer". After reboot of the system these errors continued to appear. The error disappeared only after replacing the handle hp054 to another. No harm to the patient.